Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a persistent button error on her insulin pump. Her blood glucose was 80mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage to the keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. The device was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.